Event description:
It was reported that this previously capped right ventricular (rv) lead was part of a system revision due to methicillin-resistant staphylococcus aureus (mrsa) infection. There were no additional adverse patient effects reported. The previously capped rv lead was explanted.